Manufacturer narrative:
(B)(4): results: rep samples were returned for evaluation. The samples were visually inspected, straight pull tested and in vitro tested and they met the requirements. Conclusion: the devices were rec'd in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2011 and suture was used. Later the pt was brought back to the operating room because of a wound dehiscence, the suture broke in the wound. Additional information was requested.